Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available.section d6a - implant date: not applicable. 1mtec30 is not an implantable device.section d6b - explant date: not applicable. 1mtec30 is not an implantable device.section e1 - telephone number: +48 698 893 958section h3 - other (81): the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed.all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) became wedged in the cartridge and attempts to remove it from the cartridge were unsuccessful. The cartridge tip was in contact with the patient's eye during implantation. Account indicated that during the final step, the distal tip of the cartridge changed color to white, likely due to pressure. The issue was visible under a microscope and reported by the surgeon. The patient, who received a lens from a different manufacturer, has fully recovered. Through follow up we learned that the incident occurred during surgery, specifically after lens phacoemulsification and before iol implantation. The surgeon reportedly filled the cartridge with ophthalmic viscosurgical devices (ovd), placed the iol inside the cartridge and put the cartridge into the injector. The iol became stuck near the tip end of the cartridge, halting the procedure. The absence of a backup iol prevented the completion of the surgery, resulting in the patient leaving the clinic without the iol being implanted. No additional information was received.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the cartridge was not returned for evaluation. Although no product was returned, as part of the investigation for product evaluation five (5) sealed units that were provided by the customer were visually inspected under magnification. Due to the high incidence of complaints within the same production order, additional testing was requested to the manufacturing site to further investigate this issue. Dye and torque test was performed on forty (40) unused units. Testing results showed that 5 out of 40 of those samples did not meet manufacturing specifications. Of those five (5) units, two (2) units failed torque test as the lens got stuck in the cartridge and three (3) failed dye test (no coating was identified in the tip of the cartridge). Conclusion: based on the complaint investigation results, product deficiency and malfunction were identified. Therefore, further investigation was required and (B)(4) was initiated. Once the non conformance (B)(4) is completed a follow-up MDR will be submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.